Event description:
Pt had tortuous stenotic iliac arteries. Procedure was from a right-sided approach. The main body graft was inserted and deployed below the left renal artery. Contralateral limb was cannulated. Difficulty was experienced advancing the contralateral leg into the contralateral limb of the main body graft. Contralateral leg was deployed with only a one-half stent overlap. An iliac leg extension was placed inside the contralateral leg in order to increase the overlap to a one and a half stent overlap proximally and distally. Another manufacturer's stent was also placed inside the contralateral leg for support at the junction sites. The entire contralateral limb was ballooned to seal the device at the junction sites. Post angiogram noted good placement of the endograft and good overlap of the components. No endoleaks were noted.